Manufacturer narrative:
The technician found the head section raises on its own. He replaced the right head outer siderail control panel assembly to repair the bed.

Event description:
The account alleged the bed is moving unintentionally.